Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event where the infusion set cannula did not penetrate the skin on (B)(6) 2024 leading to high blood glucose and subsequent hospitalization. The duration of hospitalization was greater than 24 hours. Patient had flu and when inserting the infusion set it bounced back due to scar tissue. Patient was tested positive for ketones. Patient used insulin pump in order to address high blood glucose. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-00073), was submitted on 07-feb-2025. However, based on the investigation done on 16 jan 2026. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.